Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 600 mg/dl. The customer had symptoms such as a bad migraine. The customer treated with a manual injection of 12 units around 4:10 pm. The customer stated that she also had issues with her meter when she tried to do a bolus. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer was advised to call back when she feels better.